Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 38 hours. Symptoms reported include hyperglycemia, nausea, vomiting and dehydration. Once at the hospital the patients pod was removed. The patient was diagnosed with abnormal metabolic state in diabetes mellitus. The patients heart rate was being monitored in the hospital as well as there blood pressure. In addition lab and blood work were performed. The patient was treated with intravenous fluids and manual insulin injections. The patient was transferred to the hospitals intensive care unit (ICU). In the hospital ICU the patient continued to receive intravenous fluids and an insulin drip. The patient was also given shots to prevent blood clots. The patient was prescribed insulin to be taken every morning via syringe. The patient was released from the ICU after 4 days. The pod will not be returned as it has been discarded.